Event description:
It was reported that the upon opening the inflatable penile prosthesis (ipp) implant device package it was discovered that during the venting procedure before the prosthesis is implanted that inflation was possible, but deflation was impossible. The resistance of the deflation button feels different than normal as deflation was extremely difficult requiring repeated gentle pressing. There was air in the device due to it just coming out of the packaging and was normal at this stage of priming. The product was not used during the procedure, and an alternative similar device was used instead with no issue. The physician successfully implanted the ipp device to treat erectile dysfunction, and the patient fully recovered. There were no patient signs or symptoms reported at this time. It was determined that this event does not meet reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person.

Manufacturer narrative:
With all the available information, boston scientific concludes that the pump could have caused or contributed to the reported clinical observations of device damaged prior to use. The cylinders and pump were visually inspected, and leak tested and tested for functionality. The pump and both cylinders had no damage or abnormalities found, and they passed the leakage test. During functional testing, water was pumped into the components in order to inflate the cylinders; however, difficulty was encountered when attempting to deflate the cylinders. A review of the ams 700 cx ms pump hazard analysis was completed and confirmed that the event of device damaged prior to use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU provides instruction for preparation and pre-implant testing of the pump and cylinders to ensure adequate function. The observed deflation difficulty during functional testing was determined to be the most probable cause of the reported event. It was determined that this event does not meet reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person. It was determined that this event does not meet reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person.

Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the upon opening the inflatable penile prosthesis (ipp) implant device package it was discovered that during the venting procedure before the prosthesis is implanted that inflation was possible, but deflation was impossible. The resistance of the deflation button feels different than normal as deflation was extremely difficult requiring repeated gentle pressing. There was air in the device due to it just coming out of the packaging and was normal at this stage of priming. The product was not used during the procedure, and an alternative similar device was used instead with no issue. The physician successfully implanted the ipp device to treat erectile dysfunction, and the patient fully recovered. There were no patient signs or symptoms reported at this time.